Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. A similar product is sold in the us.

Event description:
The customer alleges the catheter broke due to the spring wire guide not introduced correctly. Additional information indicates that there was a crack near the junction hub causing a leak.

Manufacturer narrative:
(B)(4). Visual inspection could not be performed as no sample was returned for analysis; however the customer returned a photo showing an inserted catheter leaking at the extension line hub. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported complaint of the catheter leaking in use was confirmed during review of the customer returned photo. The probable cause could not be determined based upon the information provided and without a sample. A DHR review was performed and no relevant findings were identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges the catheter broke due to the spring wire guide not introduced correctly. Additional information indicates that there was a crack near the junction hub causing a leak.